Event description:
The customer reported a precharge error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the battery pack needed to be replaced along with associated high voltage generation circuit boards. System is past end of life, and customer declined repair. This MDR is related to ge healthcare complaint.